Event description:
It was reported the customer went to the emergency room and was subsequently hospitalized a blood glucose (bg) level of 397 mg/dl. The cause of elevated bg was unknown. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.